Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs). Per the information provided, no issues during or post implantation were perceived and there did not appear to be any anatomical or procedural complications. As per medical opinion, the cause of the event was likely too much valve tension. However, the degree of tension is unknown and a definitive root cause to the post-procedure slda is unable to be determined. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
From the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position where a late slda occurred. The grade of tricuspid regurgitation (tr) before the procedure was torrential. There were no issues during or post implantation and no anatomical/procedural complications. The grasping position of the pascal was central-anterior septal. Post-procedure, tr was reduced to mild. On pod2 a late slda was seen in an echo control and tr increased to 4+ (severe). On pod15 a reintervention was performed during which two pascal ace devices were implanted, one anterior septal under the slda with 14-19 clocking and a second one above the slda with 9-15 clocking. After the reintervention the regurgitation was reduced to 1+. As per medical opinion the cause of the event was probably too much tension in the valve.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.